Manufacturer narrative:
The following information has been updated/corrected: d.10. Device available for eval?: yes. D.10 returned to manufacturer on: 2020-09-17 . H.3. Device return to manuf.?: yes. H.3. Device eval. By manufacturer?: yes. H.6. Method codes: 10, 3331. H.6. Result codes: 114. H.6. Conclusion codes: 19. H.6. Investigation summary: level b investigation. - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 1st related complaint for needle clog on lot # 9338806. A review of risk management document 10000084266, revision 10, indicates that the potential risk of this specific reported incident (nano pro pen needle, needle clog) was captured and addressed. Investigation summary: customer returned (1) open 4mm, 32g pen needle without the tear drop label or inner shield. Customer states that the needle clogged during priming. The returned pen needle was examined and exhibited a bent non patient end of the cannula, which could prevent insulin from properly flowing through the cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (bent non patient end of the cannula). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the pen ndl 32g 4mm hp 100 box 1200 us was unable to deliver insulin/medication and unable or difficult to prime during use. The following information was provided by the initial reporter: material no. 320550 batch no. 9338806. Consumer left voicemail stating that the needle is not working. Returned consumer's call, she reported needle clog during priming, stated that there is no insulin flow. Date of event: unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: level b investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s2; occurrence: a complaint history check was performed and this is the 1st related complaint for needle clog on lot # 9338806. A review of risk management document (B)(4), indicates that the potential risk of this specific reported incident (nano pro pen needle, needle clog) was captured and addressed. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of risk management document (B)(4), indicates that the potential risk of this specific reported incident (nano pro pen needle, needle clog) was captured and addressed. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the pen ndl 32 g 4 mm hp 100 box 1200 us was unable to deliver insulin/medication and unable or difficult to prime during use. The following information was provided by the initial reporter: material no. 320550, batch no. 9338806. Consumer left voicemail stating that the needle is not working. Returned consumer's call, she reported needle clog during priming, stated that there is no insulin flow. Date of event: unknown.